Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: implant date: (B)(6) 2014. The part was received intact. Upon investigation, the blade had no effect on the nail fracture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the event took place approximately five months post operatively on and (B)(6) 2014. Now the nail is bend or broken in the proximal part, from the blade hole and up. The surgeon is not sure if it is broken or bent but wanted to replace it with a new proximal femoral nail antirotation (pfna) long. There were no reports of a surgical delay. This report is 2 of 2 for complaint (B)(4).